Event description:
The pt said he could only hear 'wu wu' and 'da da' sounds. Exchanging the external parts did not improve the situation. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The deivce has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.